Manufacturer narrative:
See b5 updated. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from rep stating the patient was told to call if they needed anything and if the charging was not getting easier. As they have not heard from patient since this and has no further information.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that only being able to get "good" connection while recharging. Caller confirmed with patient that since implant, a coupling status of "excellent" has never been achieved. Caller said patient tries to charge every night. Most recently, patient charged only 20% in 3 hours. Caller said they had tried moving recharger around, but has been unsuccessful at getting any better than "good." Caller checked charging speed on the call and confirmed it was the highest level: 4. When asked, caller said they could palpate the battery under the skin. Caller said the surgeon told them there was no swelling, but that patient described currently feeling "tight" at the surgical site and has felt that since implant. Caller described charging screen to agent as flashing red battery with person next to it and a green check mark with "good" beneath it. Agent reviewed screen reflected appropriate closed loop charging. Agent reviewed possibility that there was still swelling that could be causing the "good" connection or possibility that the battery was sitting deep in the pocket. Caller said it was the same pocket used for the previous implant. Agent suggested patient keep charging app open while charging to continue to monitor. At that point, the call dropped. Agent attempted to call caller back, but no answer. Voice message left suggesting caller call back if further assistance was needed. Caller called back and noted she had been disconnected on last call. Caller added that the pt has same pocket for the current ins as they had with older and the pt had no issues getting excellent coupling with older. The pt has charged in some instances without her belt and tucking wr in their pants. The caller states the ins is not tilted but does not have imaging to confirm that. The rep states the doctor wants the wr replaced--agent advised we can do that and the caller will send an email with the sn though agent noted to caller that it is very possible that a new wr will not change the current circumstances and the guidance provided by pats (do imaging for tilting or orientation possibilities, there may be swelling, etc) should be considered.